Manufacturer narrative:
(B)(4). Investigation summary: evaluation of the returned device could not confirm the reported event. No evidence was found indicating product error was a contributing factor. The need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that during inspection of instrument noticed rod for reaming is bent and not working properly. No further information.